Event description:
A complaint was received regarding a 5" (13 cm) smallbore ext set w/microclave® t-connector, clamp, luer slip experienced breakage during use. The reporter stated that "while the patient was in preparation for tapping, the connector broke during patient rolling and repositioning. This breakage included the inability to correctly and securely connect to other medical supplies and devices." The sample is not available for investigation. Sample picture is not provided. There was patient involvement and stating that there was no patient harm.

Manufacturer narrative:
E1 - this complaint was received through: (B)(6). Investigation summary: no 011-ct1100 product samples, videos or photographs were returned for investigation. The device history review for lot number 13524413 was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.